Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose level. Blood glucose value at the time of the incident was not provided. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.